Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances reading over 200 ohms. Technical services (ts) recommended the health care professional (hcp) consider performing a defibrillation threshold (dft) test to evaluate the lead. This lead remains in service. No adverse patient effects were reported.